Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) level increased to 1000 mg/dl with unspecified ketones level but were not determined to be dangerous/life threatening. As a result, customer went to the emergency room on (B)(6) 2025 and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Customer resumed insulin therapy.